Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Best guess date of occurrence. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that a posterior cuff miss occurred during the needle deployment as evidenced by the undisturbed posterior cuff tabs and posterior needle, indicating no engagement between these two components. The posterior needle tip was released from the shank but did not engage with the posterior cuff and remained undisturbed. This is consistent with the posterior needle being deflected away from the posterior foot during needle deployment instead of engaged with the posterior cuff inside the posterior foot pocket as intended. Subsequently, the suture could not be retrieved as reported. Contributing factors for needle deflection that resulted in the posterior cuff miss included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. However, the needle trajectory of every device is verified during manufacturing. Also, during testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. Although, there were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique, based on the successful test of the devices needle trajectory, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. A query of the complaint database for this lot based on actual investigation findings revealed no other incident that exhibited the posterior cuff miss. Overall, there does not appear to be any indication of a lot specific product quality deficiency. A review of the finished device lot history records for the reported lot did not reveal any nonconforming material records associated with this lot which could have contributed to the reported complaint.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after device removal the sutures were no captured. A second proglide device was used to achieve hemostasis. A 6fr sheath was used to introduce the device into the artery. There was no reported clinically significant delay in the entire procedure. The physician is reported to be training in the use of the proglide device. There were no reported adverse patient sequelae. No additional information was provided.